Manufacturer narrative:
(B)(4).

Event description:
Patient's mother and father contacted dexcom on (B)(6) 2015 to claim no vibration on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.